Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device codes). Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : cw2eb1. Device history batch : null. Device history review : the device manufacturing record (DHR) has been reviewed. No related deviations identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in his blood stream, conscious pain and suffering. In addition, patient has had to undergo a surgical revision of his hip wherein the asr acetabular hip system orthopaedic implant was removed and replaced with another product. Doi: (B)(6) 2008; dor: revised; date not provided. After review of medical records the patient was revised due to failed asr summit tha and elevated metal ions. Operative findings reported metallic stained fluid with joint and moderate synovitis. There were mild to amount of trunnion wear. Operative note reported approximately 10 ml yellow brown stained fluid aspirated. Synovium was stained brown and villous synovitis along the cup. Mild amount of corrosion on the stem and sleeve. There was no lab result provided for elevated metal ions. Added revision hospital, medical history, date of event, surgeon, revision date and expiration date. An impacted product record for the stem and sleeve was added due to alleged elevated metal ions. Doi: (B)(6) 2008; dor: (B)(6) 2017; right hip.